Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported that a nephromax nephrostomy balloon catheter device was used during a percutaneous nephrolithotomy (pcnl) procedure. During the procedure, the balloon burst while inflating. The procedure was completed with another of the same device with no patient complications.